Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Patient representative reported "small amount of posterior periprosthetic fluid on the right " " some prominent lymph nodes in the axillary extensions without suspicious lymph node enlargement, suggestive of a relational etiology." This is for the right side device. The device has been explanted.